Event description:
On (B)(6) 2012, the patient contacted animas to report a high blood glucose (bg) excursion. The patient reported that she began to obtain sporadic high bgs starting in (B)(6) 2012. The patient claimed she was obtaining high bgs up to the 300's mg/dl with symptoms of dehydration. The patient stated she would also test positive (mild to moderate) for ketones. The patient informed customer support she would drink a lot of water with the high bg. The patient further stated that her bg would respond when she would take a correction bolus with syringe; however, would not respond when she took a correction bolus via the pump. At the time of the call, the patient also reported low bgs ranging from 30's to 77 mg/dl range. The patient mentioned he would treat self with glucose tablets, glucose or fast carbs in response to the low bg. She mentioned the low bg's always occurred after taking a correction bolus via a syringe. The patient felt low bg were as a result of "overcorrecting" since she was not sure amount of insulin to take. At the time of troubleshooting, the patient confirmed the pump was set to the correct date and time and all advanced settings were programmed as intended. The patient denied any site/set issues. Review of pump history showed all boluses completed as programmed. The patient confirmed basal rates were correct. After reviewing the pump, customer support informed the patient no defect found in pump. Although troubleshooting of the pump did not reveal a malfunction, this complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. Insulin pump use could not be ruled out as a cause or contributor to the high blood glucose excursion.

Manufacturer narrative:
Follow-up #1 date of submission 04/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the user's programmed basal rates are correctly reflected in the total daily insulin totals; showing the pump was delivering accurately. The alarm history and black box was evaluated; only typical usage was observed. There were no errors or alarms linked to the complaint. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specification. The display powers on with a pinkish dim contrast. Removed pump cover and replace faded screen with new test screen. Reapplied power to the pump; the test screen booted to the verify screen with a normal contrast. Unable to duplicate the compliant during the investigation. Unrelated to the complaint, evaluation revealed that the display lens was scratched.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.